Event description:
It was reported that the external pulse generator had a broken screen. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was determined that the lens was cracked and both bails and bail covers were missing. It did pass its incoming testing. The unit was cleaned and inspected, the lens, bails and bail covers were replaced and the unit was retested on the automated test system and passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.